Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a gastric sleeve, while assembling the device for the first step, the handle did not detect the shell. The handle also turned off after a few seconds. The scrub nurse removed the handle from the shell, restarted it, put in the charger, and repeated the steps but the issue remained. A manual device was used instead to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was removed from a representative charger and the handle showed no version number after initializing. The returned clamshell was connected to the handle but was not recognized and the handle was removed from the clamshell and the screen turned off a few seconds later. The screen wouldn't turn back on no matter how many buttons were pressed and the handle was placed on a charger and when removed, it would not initialize. The handle was disassembled and the sd card was removed. The logs could be pulled via the sd card without issues. The battery and handle were reassembled and then the handle turned on and showed v29.1.3 on the welcome screen. The returned clamshell was connected to the handle again and was recognized as unused. The returned adapters were connected and were recognized. Adapter went into emergency retract due to the rotating ring being out of position and another adapter calibrated and showed a green adapter swim lane. All four rotation buttons worked and both green buttons illuminated and functioned properly. The device was fired on the a1 test fixture without any issues and a representative loading unit was connected to the handle and was able to calibrate properly. The loading unit could clamp and articulate without problems. The handle was green key reset and the handle was connected to mcp (master control panel) and was recognized. The representative functional testing logs were downloaded via mcp. It was reported that the power pack shuts off and the device lost functio nality. The power pack did not recognize that the shell had been loaded. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to r elease to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.